Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported carboplatin had spilled and "contaminated and leaked into two (2) pump modules". Customer reports the interior of the pump channel was wet. Customer believes the leak occurred between the blue upper fitment and the safety clamp. The pumps are sequestered from usage and have been partially cleaned. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported carboplatin had spilled and "contaminated and leaked into two (2) pump modules". Customer reports the interior of the pump channel was wet. Customer believes the leak occurred between the blue upper fitment and the safety clamp. The pumps are sequestered from usage and have been partially cleaned. There was patient involvement but no harm.